Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient¿s bladder started hurting and they had a return of symptoms the day prior to the report. They reported they thought the loss of therapy was due to ¿old age¿. They tried to increase stim from the usual 1.7v on p2 to 3.0v to see if it would help, but felt nothing. The same issue occurred on the other three programs; they felt no stimulation after it was increased. The caller confirmed the external equipment was functioning as intended and they had new batteries in them. They also confirmed they had no falls nor trauma. The patient was redirected to follow-up with their healthcare provider. No further device issues and no further patient complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va1sk72, implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They clarified, that when they said old age, they were referring to a device issue. The circumstances that led to the lack of stimulation sensation were the wires moving in the wrong spot. The issue had not been resolved, but they planned to have the device replaced on august 6, 2020.